Manufacturer narrative:
The impella device was received from the customer on 26-feb-2024 and therefore, an evaluation of the device is underway. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 60-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that while the staff was removing the purge disk from the transmitter, the purge transmitter broke off from the aic (automated impella controller). There was no patient harm.

Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the original report was filed. The console was returned and tested after arriving in fs. Upon examining aic for any visible defects, it was evident that the purge retainer was broken. The cause of the issue was a broken purge disc retainer.